Event description:
It was reported that the collimator on the 9600 sys would intermittently close down and give an iris pot error code. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.